Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E4 - unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's package contained a black foreign matter prior a transureteroscope procedure. The foreign matter was found prior to opening the package and the device was not used. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
Investigation ¿ evaluation it was reported the ncircle tipless stone extractor's package contained a black foreign matter prior a transureteroscope procedure. The foreign matter was found prior to opening the package and the device was not used. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One device was returned for investigation in unopened packaging. Package examined, and no debris found. Package opened for investigation, could not locate any foreign matter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this incident. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. While the device was not manufactured to current specifications, because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: do not use product if there is doubt as to whether the product is sterile. The returned device was not found to have foreign material in the package. However, the picture provided by the customer clearly showed fibrous foreign material in the package. The foreign material was loose in the package and moved around during handling of the package. Complaint confirmed based upon customer testimony. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint was a manufacturing and quality control deficiency. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.